Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was unexpected high uf for therapy compared to other therapies. If any additional information is received, a follow-up will be sent.

Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 at 20:38:39. During night drain cycle seven, the patient's ultrafiltration reading was 1533ml, indicating the home patient (hp) drained 1533ml more than their maximum programmed fill volume of 1700ml. This information meets iipv criteria. No additional information is available.